Event description:
The customer reported via phone call that she pressed the up button and the numbers on the insulin pump started scrolling. The customer removed the battery, reinserted the battery and the issue persisted. The customer was attempting to deliver a bolus when the issue occurred. The customer's blood glucose was 75 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.